Manufacturer narrative:
The date of event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that per social media a dissection occurred. During a percutaneous coronary intervention, a rotapro with 1.25 burr was unable to cross the target lesion. It was noted that there was no decrease of rpm despite reaching 240,00 rpm. A new attempt with a rotapro with a 1.5 burr (180,000rpm) was able to cross the lesion. After rotablation, a wolverine cutting balloon was advanced to dilate the target lesion. A synergy megatron stent and a synergy stent were advanced to the target lesion and a proximal dissection was noted up to the right coronary sinus of valsalva. The procedure was completed. No additional patient complications were reported in relation to this event. It was further reported that the dissection was not a result of a boston scientific product. It was noted that the physician was very satisfied with the overall performance of boston scientific products in the case, particularly the megatron. It was noted that the issues were the result of case complexity. The megatron and all other boston scientific products helped to resolve the case positively.

Event description:
It was reported that per social media a dissection occurred. During a percutaneous coronary intervention, a rotapro with 1.25 burr was unable to cross the target lesion. It was noted that there was no decrease of rpm despite reaching 240,00 rpm. A new attempt with a rotapro with a 1.5 burr (180,000rpm) was able to cross the lesion. After rotablation, a wolverine cutting balloon was advanced to dilate the target lesion. A synergy megatron stent and a synergy stent were advanced to the target lesion and a proximal dissection was noted up to the right coronary sinus of valsalva. The procedure was completed. No additional patient complications were reported in relation to this event. It was further reported that the dissection was not a result of a boston scientific product. It was noted that the physician was very satisfied with the overall performance of boston scientific products in the case, particularly the megatron. It was noted that the issues were the result of case complexity. The megatron and all other boston scientific products helped to resolve the case positively. It was further reported that the dissection was related to the guiding catheter due to patient complexity. It was noted that the dissection occurred before the use of the rota, and before the implant of the synergy and megatron. The synergy and the megatron were successfully implanted without negative impact. It was further noted that the overall performance of the bsc products used during the procedure was positive. The patient was discharged to home and was reported to be in good shape.

Manufacturer narrative:
B3: date of event: the date of event is unknown. Bsc became aware of the event on 16 (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product. Media review analysis: the four twitter posts contained clips of angiographic media. The media clips were reviewed by the cis investigator. The first post showed the distal end of guide catheter positioned at the right coronary artery (rca) ostium. Contrast flow restriction indicated lesions in the rca. The second post showed rotablation being carried out in the rca, after drilling of the burr in mid rca, the burr successful advanced through the rca. The third post showed balloon dilation being carried out in the mid rca using wolverine cutting balloon. In the fourth post dissection of the right coronary sinus was evident and stent(s) had been deployed in the proximal rca. These were most likely the synergy ii des and the synergy megatron stents. A pacing lead was evident in the heart. Flow through the rca had been improved compared to the first post.